Event description:
The husband of a (B)(6) female patient contacted zoll customer support to report that the patient's battery pack would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is underway. The reported problem (battery won't hold charge) was confirmed. As received the battery was unable to power on a monitor or charge. The battery was sent to the supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.